Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/apr/2015 and 23/jul/2015. The events of "itching around breasts," "allergic reaction to something" and "hives are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "itching around breasts," "allergic reaction to something" and "hives.

Event description:
Patient reported "strange itching, arms, back of legs, and hips along with some generalized itching as well, and itching around breasts". Additional findings: patient reported "allergic reaction to something" and "hives". Patient also reported, "itching has gotten worse, have been experiencing blotchy red spots and itching, when sitting still, the itching is worse." This record is for the right side. Device remains implanted. Patient reported treatment of "eczema" with dupixent®.